Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The nurse called requesting assistance in uploading the carelink with the comlink. During the call, the nurse mentioned that the customer was hospitalized for high blood glucose. Instructed the nurse to have the customer call back for further assistance when she is able to troubleshooting the insulin pump. No further info was provided.